Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had low blood glucose levels in the range of 20 mg/dl. The customer was hospitalized. The customer reported having issues with the sensor of the insulin pump not reading glucose levels immediately after calibration. The customer reported that low blood glucose levels were normal for her and the symptoms would not show until the customer is already soaking wet. Troubleshooting was done. The customer was advised to speak to a health care provider regarding the low blood glucose levels. No additional information was provided.